Event description:
On (B) (6), 2008, beavers dental received notification that burs broke during use in patients' mouths which the doctor reported could cause a serious injury if the broken pieces were to be aspirated.

Manufacturer narrative:
There were no injuries due to the reported incident. However, this incident is reportable since the doctor stated that the incident is likely to cause or contribute to a serious injury if the malfunction were to recur. The subject burs were returned to beavers dental for evaluation. The evaluation of the burs indicated that there were no material defects and it was concluded that the burs should show good strength integrity. This is the final report. (B) (4).